Event description:
It was reported by the patient that one of the patient's leads is not working properly. The patient also reported that one reading of their implantable pulse generator (ipg) showed a 2.4 battery voltage, however, when the patient was at the hospital for the replacement procedure the battery voltage showed as 2.9 and the replacement was cancelled. Additional information has been requested, however, it is not available. The patient's leads and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-45 implantable pacing lead (B)(6) 1997. (B)(4).